Manufacturer narrative:
The insulin pump buttons all responded properly. No unlocked keypad connector was noted. The insulin pump passed the basic occlusion test and the displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No cosmetic damage was noted.

Event description:
The customer reported via phone call that the insulin pump experienced keypad issues and that the device kept delivering insulin. The customer also mentioned having air bubbles. The customer's blood glucose was 85 mg/dl. The customer explained that when priming the insulin pump, she lifted her thumb up but the insulin pump kept delivering the insulin. The customer also stated that the act button as well as the esc button was not working. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer stated that she was reusing the same reservoirs. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.